Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer blood glucose level was not provided. The customer successfully loaded a new cartridge and resumed insulin delivery.